Event description:
The customer reported the system displayed dark images and intermittently would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image processing computer. The system operates as intended.